Manufacturer narrative:
Upon receipt of this device at boston scientific post market quality assurance laboratories it was thoroughly tested and analyzed. The device successfully passed visual, electrical continuity, pressure and stylet insertion tests. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on the available information, boston scientific concludes that although this lead passed all available testing, this event occurred as a result of a known and documented possible adverse consequence.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation of the heart wall. It was successfully replaced with a new lead. No additional adverse patient effects were reported.